Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. We forwarded the complaint to our affiliated headquarters in austria from which we receive this product. A review of production documentation revealed no deviations in association with the reported issue. The complaint cannot be determined. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.

Event description:
The customer advised they were receiving inconsistent hemoglobin (hgb) results from the tubes. The customer used a sysmex xn-550 analyzer. Specimens were collected from nursing home patients via venipuncture using a straight needle; tubes were filled to the indicator and inverted 5-10 times per IFU. The hgb result on the initial run was 6.8. A recollection on a new, separate specimen within 20-24 hours resulted in an hgb of 7.5. The customer reported three occurrences that week, with different phlebotomist collectors. The customer questioned the tubes, as patients were sent to the ed or hospital for treatment of low hgb, but upon recollection, hgb results were higher. The customer advised they also sent the initial specimen tubes (with hgb 6.8) to a third-party lab for confirmation, and those specimens repeated an hgb of 6.8. The analyzer used by the third-party lab was unknown. The customer advised the specimens were also visually checked for plasma hemolysis; the specimens were not hemolyzed.

Manufacturer narrative:
Complaint (B)(4): samples have been requested from the customer but have not year been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.